Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion. Guide catheter: hyperion . (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx, coronary dilatation catheters (cdc), global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the IFU deviation does not appear to have directly caused or contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric, de novo, mid right coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. Air aspiration was performed inside the anatomy with a 3.5 x 15 mm trek balloon catheter that was being used for pre-dilatation. The balloon was pressurized to 14 atmospheres; however, the balloon ruptured during the second inflation at 8 atmospheres. The device was removed and a 3.5 x 15 mm nc trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.